Manufacturer narrative:
The insulin pump failed the displacement test by recognizing a reservoir when no reservoir was used. Unable to confirm excessive no delivery alarms, due to displacement test failure.

Event description:
The customer called to report problems with repeated no delivery alarms. The insulin pump was replaced and returned for analysis. During analysis, the insulin pump failed the displacement test.